Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. It was further reported that both the rv and right atrial (ra) leads exhibited high/out of range impedances, as well as no sensing or capture and low impedances. The ra lead was also possibly fractured, and both leads were capped and replaced. During the replacement procedure, it was not possible to obtain any consistent signals through an analyzer, despite testing with multiple cables. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.